Event description:
On (B)(6) 2006, I had breast implants put in my breast. On (B)(6) 2009, one of the implants leaked all the fluid from the device. Now I'm scared to have surgery to remove the implants. I don't want this type to be on the market for another person to go what I've gone through. Please stop! The mfg of this product....